Event description:
The report received from the affiliate indicated that foreign matter was found inside the sterile pouch during a visual check process. The foreign matter seemed to be a black fiber. The outer product box and sterilized pouch were intact, and the seals of the pouch were not opened. The actual product had no damage. There were no anomalies except for foreign matter. It was not clinically used.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing an evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.